Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 43 to 46 mg/dl. His wife found him incoherent and gave him orange juice. Customer was sleeping and rolled off the bed, the paramedics were called and customer was transported to hospital. Nothing further reported.